Event description:
Previously reported the lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. A portion of the j wire remains in situ. Explant method: intravascular, superior and femoral. Technique/tools: direct traction with locking stylet, dotter basket/snare, intravascular counter traction, sheath(s). No complications.